Event description:
Patient experienced mesh erosion three years after implantation - per the surgeon, he literally had no fascia to speak of and the mesh was, in essence, holding him together.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional information becomes available.